Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 280 mg/dl while wearing the pod between 5 and 24 hours. No specific treatment information was provided. The device was originally reported for insulin leaking while wearing the pod.